Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that (1) lvp module experienced display issues. There was no report of patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue that (1) lvp module experienced display issues was confirmed. The returned display board assembly was tested. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. The lvp display board assembly exhibited dim segments. Device inspection: the customer returned 1 lvp display board assembly. Visual inspection of the board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display board was received for investigation.

Event description:
It was reported that (1) lvp module experienced display issues. There was no report of patient involvement.